Event description:
Device 1 of 3. Reference MFR. Report #s 1627487-2010-03273 and 1627487-2010-03274. The pt received his scs system on (B)(6) 2009, consisting of an ipg and two percutaneous leads. On (B)(6) 2010, it was reported that the patient's scs system had been removed two weeks prior due to ineffective therapy relief. The explanted ipg was returned to the manufacturer for analysis, but the explanted leads were not.

Manufacturer narrative:
Conclusion: the ipg passed all functional testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.